Manufacturer narrative:
The insulin pump was received with intermittent button response during testing due to flattened dome switch on the escape and act buttons. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 5.6 mmol/l. The customer stated that the act button is overly sensitive and he barely has to press it for it to react. The customer stated that there are cracks on the pump. The customer will be sent a replacement pump. The customer will return the pump for analysis.